Manufacturer narrative:
Physio further examined the removed main keypad assembly and determined that the cause of the reported issue was due to an electrical open on the shock button. The shock button measured 7.1 kohms, which resulted in no shock output.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator came on while performing defibrillation energy testing. Upon evaluation of the customer's device, physio-control observed that it had logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy, if it were necessary. There was no patient use associated with the reported event.